Manufacturer narrative:
This device is intended for treatment, not diagnosis. Two parts of this lot were returned and a manufacturing evaluation was performed. The threaded tips of the inner shafts of each part were damaged. Both pieces assembled and disassembled as required. One piece had discoloration on the inner shaft. The materials of the component parts were confirmed to be correct; the wall thickness prevented verification of the hardness. The part conformed to dimensional specifications and functional requirements at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The outer diameters of the components were confirmed to be within specifications, but damaged tips prevented verification to the cannulation diameters. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position. (B)(4)

Event description:
On (B)(6) 2013, it was reported that two broken screwdrivers (part/lot number: 03.616.043/ 6752160) were discovered while checking the inventory. According to the reporter, the threads at the bottom locking driver are sheared off of the items. The reporter also reported that there was no patient involvement. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device history record review (DHR) was performed; a review of the DHR revealed that the device was manufactured by rms company. The suppliers certificate of compliance (dated november 17, 2011) indicates the parts were manufactured to p/n 03.616.043 met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
According to the product development event evaluation, the external thread of the received holding sleeve (03.616.043) was damaged. The reported condition of stripped thread was confirmed on the received part; the distal tip shows damage to the thread on received instrument; and shows partial detachment of the first threads. Proper use is critical to the success of this device. The reported part is a locking holding sleeve (03.616.043) for the matrix pedicle screw system. This holding sleeve is the same design as a shorter locking holding sleeve. The matrix spine system includes 5 holding sleeves for screw insertion with an appropriate driver. The applicable us matrix spine system technique guides do not includes the instrument 03.616.043. The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. The us matrix techniques guides do not include part numbers 03.616.043. Without instructions for these part numbers, these instruments are susceptible to failure. The disposition for this complaint from a product development perspective is valid. Proper use is critical to the success of this device. The us matrix techniques guides do not include part number 03.616.043. Without instructions for these part numbers, these instruments are susceptible to failure.